Manufacturer narrative:
(B)(4). This complaint is related to litigation and legal restrictions which do not currently allow completion of product analysis. The product analysis is being closed based on the information currently available. If the restrictions are lifted or additional information otherwise becomes available, this analysis task will be re-opened and re-evaluated.

Event description:
Information received by medtronic indicated that the retainer ring was damaged and the reservoir was unable to lock in place. No harm requiring medical intervention was reported. The customer reported that the insulin pump was neither bumped nor dropped. Troubleshooting was successfully performed, and the customer was advised to replace the insulin pump; however, the customer will discontinue the use of the device. The product will be returned for analysis.